Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: (B)(6) 2023. H.6. Investigation summary: bd received 1 photograph from the customer in support of this complaint, showing underfill. 10 samples were returned. 10 returned and 10 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Bd was able to confirm the customers¿ indicated failure mode based on the attached photograph. Although the photograph provided by the customer does indicate a lack of draw, there is no evidence that the device was the cause of this defect. Testing of returned and retained samples from this lot number did not confirm the reported defect. No definitive root cause could be established for the reported defect. This complaint is able to be confirmed for the indicated failure mode . Bd was not able to identify a root cause for the indicated failure mode all processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k3e 5.4mg plus blood collection tubes, there is underfill of an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "customer states significant number of samples exhibited lower than 2.4ml blood draw."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k3e 5.4mg plus blood collection tubes, there is underfill of an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "customer states significant number of samples exhibited lower than 2.4ml blood draw."